Manufacturer narrative:
Additional narrative: service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Corrected statement ¿there are 3 parts to this complaint.¿ to ¿this is report 1 of 1 for (B)(4).¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: jdx, dzi, hbe, hwe. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an ultrasonic drill hand piece from an electric pen drive set began to smoke during a procedure. There are 3 parts to this complaint.

Manufacturer narrative:
A service and repair evaluation was performed: the customer reported the drill was beginning to smoke during a procedure. The repair technician reported the hand piece was missing the light diffuser. Missing parts is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 7-jul-2015. This item passed synthes final inspection on 1-sep-2015 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service & repair history maintenance review was performed. The investigation of the complaint articles indicates that the service history review: (updated lot # 203966.004) a service history of the past three years has been reviewed. The item was previously returned for service on 24-jul-2012, 20-aug-2012, 3-oct-2012, 10-jan-2013, 7-mar-2013, 24-apr-2013, 1-aug-2013 and 20-aug-2013 and the device passed testing. The customer called in a service request for this item on 29-may-2015 and reported that the device is inoperable-began to smoke. The previous service conditions of device passed testing are not relevant to the current complained issue of the device is inoperable-began to smoke. The manufacture date of this item is 13-jan-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).